Manufacturer narrative:
A2): patient's date of birth, age unk a4): patient's weight unk b6): relevant tests/laboratory data unk d4): device serial number unk h3): the device was discarded, thus no device evaluation could be completed. H6): perforation of vessels is a known risk of complication with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a severely calcified lesion in the mid right coronary artery (rca). A spectranetics elca coronary laser atherectomy catheter was used to treat the patient. During lasing, a perforation was noted in the rca. Rescue efforts began immediately, with medications being used to stabilize the patient's blood pressure. Then, two papyrus stents were placed to seal the perforation, and the procedure was completed. The patient survived, and 48 hours post-procedure, was doing well. This report captures the elca in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.